Event description:
As reported by the field clinical specialist (fcs), approximately 3 days post trans-septal tmvr procedure with a 29mm sapien 3 ultra resilia valve, the valve presents paravalvular leak. Per report, the patient had been experiencing hemolysis which was believed to be the result of the paravalvular leak. The original valve was implanted too ventricular causing the paravalvular leak. The patient underwent a valve in valve (vinv) procedure with a 29mm sapien 3 ultra resilia. However, the valve was implanted too atrial, causing a leak. The patient underwent a valve in valve in valve (vinvinv) procedure with a third 29mm sapien 3 ultra resilia valve, and this resolved the leak. The patient is recovering.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The complaints for malpositioned thv and paravalvular leak were confirmed based on medical report. Implanting valve in a native mitral valve with mitral annular calcification (mac) using the sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) is not indicated for use. Therefore, it was off label operation. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the s3ur. Based on the review of the IFU/training manuals, no deficiencies were identified. As reported, 'approximately 3 days post trans-septal tmvr procedure with a 29mm sapien 3 ultra resilia valve, the valve presents paravalvular leak due to the valve being implanted too ventricular. Per report, the patient had been experiencing hemolysis which was believed to be the result of the paravalvular leak. The patient underwent a valve in valve (vinv) procedure with a 29mm sapien 3 ultra resilia'. Per training manual, 'final deployed thv position will be around 80/20 to 90/10 (aortic/ventricular) when using optimal initial valve positioning where the center marker is within the optimal initial center marker zone'. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. In this case, the thv was implanted in a bicuspid native mitral valve (non-circular shape and off label), which could have difficulty to anchor or land the valve onto the target site (native annulus), resulting thv malpositioned. As such, available information suggests that procedural factors (off-label operation) may have contributed to the reported complaint event. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the valve was initially deployed too low or too ventricular, which could cause the inadequate thv sealed against to the target site (native annulus), and increased the risk of paravalvular leak over the time. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.